Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: the last bolus and basal deliveries were on (B)(6) 2015. The pump's black box showed that there was a pump reboot event on (B)(6) 2015 at 11:32. When the pump was powered on the time and date setting was not corrected. The total daily dose of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump found to be delivering within required range and delivering accurately. The pump completed a 24 hour duration test with no alarms or warnings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.